Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a weeping skin irritation under the therapy electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to return the equipment. Follow up indicated that the skin irritation improved.